Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call indicating that the patient had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 273 mg/dl. The customer was advised to run additional 5 units fixed prime/fill cannula. The customer stated that insulin exit. The customer was advised that set may have been occluded. Customer was advised to change entire infusion set and return product for analysis.